Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of greater than 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated for their high blood glucose levels using the insulin pump. The customer¿s blood glucose level was 297 mg/dl at the time of the call. The customer reported that they were having difficulty calibrating their insulin pump as they pump was reporting differences in sensor glucose versus blood glucose greater than 30%. The sensor glucose value at the time of the event was 75 mg/dl, the blood glucose value at the time of the event was 297 mg/dl. Insulin delivery was not suspended as a result of low sensor glucose values. Troubleshooting was performed and did not resolve the issue. The blood glucose sensor will be returned for analysis.